Manufacturer narrative:
Upon return, this device was thoroughly analyzed. Engineers confirmed normal telemetry operations and an absence of hardware resets. An x-ray image confirmed no fractured feed thru wires and the device sensed and paced normally during testing operations with no pauses in pacing observed while manipulating the header. Visual inspection noted medical adhesive (ma) was adhered to the device header; however, minimal ma was observed on the device case itself; header confirmed loose. The laboratory confirmed anomaly, has been classified into an existing pattern addressing this concern with corrective actions initiated after the manufacturing date of this product. To date, the implemented corrective action have been proven effective.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that this device was being replaced for normal battery depletion; however, during system interrogation prior to the procedure, noise on the right ventricular lead channel was exhibited. During the extraction procedure the physician noted a loose header and attributed the clinical observation to this anomaly. After favorable measurements were obtained with a new device, system noise was again observed and the associated right ventricular then surgically abandoned. No adverse patient effects were reported and another device and right ventricular lead were successfully implanted. The explanted device is to be returned for a post market assessment.